Event description:
Hospital o.r staff was using the device with internal paddles to shock the heart. According to the reporter, the spoons did not deliver energy to the heart x4. The 5th shock delivered energy to the patient's heart and the patient was resuscitated.